Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and determined the event was due the reaction cells overflowing. The field service representative removed, cleaned, and then replaced a vacuum valve which resolved the issue. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c501 analyzer. The event involved six patients with a total of three erroneous results for calcium, one erroneous result for magnesium gen 2, one erroneous result for albumin, two erroneous results for total bilirubin, two erroneous results for creatinine jaffé gen.2, three erroneous results for ion selective electrode (ise) sodium, and three erroneous results for ion selective electrode (ise) chloride. The patients were 24-77 years old and were all male. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.